Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, temperature, impedance and irrigation test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A temperature, impedance and irrigation test was performed and the results were found within specifications. No temperature or irrigation issues were detected. A manufacturing record evaluation was performed for the finished device 31626278l number, and no internal actions related to the reported complaint condition were identified. The temperature issue reported by the customer could be related to the blood material inside the pebax; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, a 'temperature high' error occurred and ablation stopped. This occurred during ablation of the posterior wall of the left atrium. The catheter was replaced and the procedure continued to completion. No patient consequences were reported.